Manufacturer narrative:
Device evaluation summary: visual inspection shows no outward signs of any damage. The luer fitting was attached to a stopcock and when it was pulled it separated from the stopcock. When the luer fitting was connected with a large amount of torque it would not pull off. Reason for return was confirmed. Correction imf (annex f): updated to f2601. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that prior to use of a custom tubing pack, it was reported that the customer was unable to tighten the connector as it is loose and keep turning. This connector is located on the rap line between the cone and the oxygenator inlet. See attached photo/video. The device was changed out for a replacement connector to complete the setup, and saved for return. There was no patient involvement, so no adverse effect occurred.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.